Manufacturer narrative:
Concomitant medical devices: 1688t lead, implanted: (B)(6) 2008.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased sensing integrity counter (sic), noise and oversensing resulting in short pauses in pacing. The lia was programmed off, and the lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.